Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model fb-15v is available in the USA with a 510k number k951199. We checked the returned unit and confirmed that the cfb broken. Based on the result, we concluded that it was caused due to an excessive force applied on the cfb. In addition, we confirmed that the operation channel leak and the light guide cable buckled; however, these are not related to the alleged complaint. Based on the technical report, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure (broken).